Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with no response from any buttons due to moisture damage to the pcb1 board. Unable to verify transmitter communication anomaly due to no button response. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to no button response. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, and broken belt clip rails. The p-cap/reservoir does lock properly. Was unable to verify transmitter communication anomaly due to no button response. Cosmetic damage was confirmed at belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter, crack at the belt clip rails and hemorrhage. The event involved product mmt-1884, mmt-7040a and mmt-7040a. Troubleshooting was performed and the loss of communication issue was resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and the product was returned for analysis. The product return was requested for mmt-7040a and the product will not be returned for analysis. The product return was requested for mmt-7040a and the product will not be returned for analysis.